Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 03/24/2025, that on the same day the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a skin reaction that consist of redness and an infection underneath sensor pod area only which occurred two days after the sensor had been inserted in the arm. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2025, the patient had an online virtual physician consultation and was prescribed an unspecified oral antibiotic medication (two times per day for 10 days) for the infection. At the time of the report, the infection had already healed. No additional event or patient information is available.